Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided.

Event description:
It was reported that during a doxorubicin (117mg) infusion at an unspecified rate, a leak at the male luer was noted leaking chemo onto the patient at an undisclosed areas. There was no indication of patient harm.